Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for malignant pain. It was reported that the patient stated they were having issues with their pain pump. Patient stated they started noticing symptoms of withdrawals about a month and a half to 2 months ago and it got progressively worse until they couldn't urinate or relieve themselves. Patient said they threw up and ended up going to the hospital and they helped them relieve themselves and they struggled to go back to the emergency room because it happened again. Patient also mentioned they had urine leakage and if they go to bed at night and sleep, it would leak out of them and there would be a big pool of urine in their bed when they wake up. Patient asked how they could get the report on what the pump was dosing and the instructions that the doctor puts into the computer that they have because the healthcare provider tried wasn't putting the right information. They think they tried to cut back on the morphine and the patient's body shut down. Patient does not have a personal therapy manager (ptm) device to view therapy details. Previous healthcare provider prescribed one to the patient but current healthcare provider doesn't use the ptm device. Patient mentioned being on 6.2 but doesn't currently know the dosage. Patient mentioned they were still having pain and the doctor didn't give them back what they used to be on because they still felt the pain anyway. The patient was redirected to their healthcare provider to further address the issue and agent emailed patient physician listings in their area.